Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having an issue with their implantable pulse generator (ipg). According to the patient's power of attorney, the patient was scheduled to see their cardiologist the following day. Follow-up investigation with the clinic indicated that the patient had not yet seen their cardiologist, and no further information was available. The device remains in use. No patient complications have been reported as a result of this event.